Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislodged. During the lead ra lead revision procedure, the lead was tested several times and values were good. After connecting the lead with the device, threshold values were no longer available, and a header/connection issue was suspected. The implantable pulse generator (ipg) was removed and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.